Manufacturer narrative:
(B)(4). G2: foreign: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial procedure, the liner could not be seated in the shell after two attempts. The liner kept popping out. A different liner was used to complete the procedure. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (expiration date, UDI #), d9, g3, g6, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of information. Visual examination of the returned product identified the rim, locking features, anti-rotation scallops, and both inner and outer spherical surfaces are damaged from attempted implantation. Gouges, deformation, indentation, and scratches present. No other damage was noted. Overall width basic dimension was measured and confirms to specification. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.